Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during deployment of mesh on a transabdominal preperitoneal repair, the surgeon pulled the thread with usual power but it broke easily and could not deploy the mesh. The procedure was completed with another device. There was no patient injury.